Event description:
On (B)(6) 2013 new information notes that the device exhibited noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. The lead exhibited low impedance. The patient would be monitored.